Manufacturer narrative:
During the inspection of the returned asset device, other malfunctions found were, due to wear of the scope-cover packing, water tightness was lost. The air/water cylinder and the suction cylinder had no color. The air/water cylindern and air/water tube had foreign object. Due to wear of the angle wire, bending angle in down direction did not meet standard value. The auxiliary channel had foreign objects. The light-guide lens had a crack. The adhesive on the distal end was detached. The coating of the connecting tube was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During an annual routine check, the technician reported the air/water tube, the air/water cylinder, and the jet channel of the evis exera iii colonovideoscope had a whiteish foreign matter. The customer did not report any device malfunction(s). No patient was involved in this event. This medwatch report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the cover (labeled within the device as the "s-cover"). A further cause of the leakage could not be presumed. The events can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.